Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported the endoeye flex 3d deflectable videoscope was being prepared prior to use and the device issued a scope communication error (error code e216). The procedure was completed with a similar device. No adverse effects to patient reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the resistance value of the image sensor unit alone was measured to find irregularity and the non-destructive inspection found no irregularities. Therefore, it is presumed regarding the subject event that electrical stress had been accumulated due to energization of the image sensor which was installed on the image sensor unite embedded in the distal end of the endoscope, static electricity was accidentally applied, or overcurrent flew due to connection/disconnection in the condition that the system was powered on. Then, the electrical connecting condition got worse, which gave negative impact to the image signal output. As a result, the image signal output became unstable, which led to failure (irregularity) of the image sensor unit and the irregular image. Moreover, it is presumed that application of overcurrent may have been caused by connection/disconnection in the condition that the system was powered on, overcurrent from other devices or electrical wirings, or adhesion of dust or moisture on the electrical contacts of the system or the video connector. The event can be detected by following the instructions for use which state: chapter 3 ¿preparation and inspection¿ section 3.7 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event as below. ¦ inspection of the endoscopic image confirm that the 3d endoscopic image is displayed normally in wli and nbi observation. 20 confirm that the 3d endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 21 move the joystick slowly in each direction until it stops. 22 confirm that the 3d endoscopic image does not momentarily disappear or display any other irregularities during wli and nbi observation. Olympus will continue to monitor field performance for this device.